Event description:
It was reported that a tx60b was used during an unknown procedure. It was reported by the affiliate that the staples would not deliver (feed). There was no consequence to the patient.